Event description:
A medtronic representative reported that he can not launch the fusion application. When the mouse is over the fusion icon at the app launcher, it turns the icon green but he can not select it to launch. A different used mouse at the site did not resolve the issue. The software became unresponsive through several different tasks; (selecting the emitter icon, proceeding through tasks, launching the application). This event was reported outside the operating room, no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
The medtronic rep replaced the mouse kit at the site and the reported issue was resolved. Technical services also provided instructions on upgrading the software to a newer version.